Event description:
Patient revised for loose cup. Update - (B)(4) 2012 litigation papers allege the patient experienced pain and discomfort in her right hip and was revised. Papers also allege permanent injuries that impaired the patients ability to perform and enjoy regular activities. Added unk asr femoral head. There was no new information received that would impact the outcome of this investigation. Update - (B)(4) - plaintiff's preliminary disclosure form was received, which identified part/lot information for the femoral head. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Corrected: event/problem description, brand name, device product code, catalog #/lot #, date received by manufacturer, PMA/510(k) #, manufacture date. Depuy still considers this investigation closed.

Event description:
Patient revised for loose cup.***update*** (B)(4) 2012 litigation papers allege the patient experienced pain and discomfort in her right hip and was revised. Papers also allege permanent injuries that impaired the patients ability to perform and enjoy regular activities.